Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. Replaced dso downstream occlusion seal due to cracking. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the device had false downstream occlusion alarms identified during priming.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.